Manufacturer narrative:
No patient involvement. Section e: facility name was truncated; full facility name is (B)(6). The field service representative (fsr) performed troubleshooting and identified that the electrical sparks observed were caused by the host cable (not an abbott device). The arc scc "f+" platform (list number (ln) 07d01-07) was not damaged. No part replacement or repairs were required for the architect i1000sr analyzer and no indication that the analyzer caused the sparking. The fsr instructed the customer to switch the port from three (3) to four (4) and to change the host settings which resolved the issue. A review of service history for the architect i1000sr processing module (serial number (B)(4)), revealed no additional complaints of electrical sparks reported by the customer. A review of tracking and trending for the arc scc "f+" platform (ln 07d01-07) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. The 2021 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiency of the arc scc "f+" platform (ln 07d01-07) or the [architect i1000sr processing module (serial number (B)(6)) was identified.

Event description:
The customer reported receiving an error with the architect i1000sr processing module serial number (B)(4). Upon further inspection, a spark was observed while unplugging and reconnecting a cable. No injuries were reported and no impact to patient management was reported.